Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Review of the device history record was not possible as the lot number is unknown. Based on the information received, the cause of the reported incident could not be conclusively determined. Model/lot number information was not able to be obtained for this device. Therefore, full UDI information(d4) and 510k(g3) are not available. Per the IFU, cardiac tamponade and pericardial effusion are known risks during the use of this device.

Event description:
During a procedure, a pericardial tamponade occurred requiring a pericardiocentesis to stabilize the patient. After performing full mapping, rf applications were done on the right superior pulmonary vein. A steam pop was heard and a decrease in blood pressure was observed. An ultrasound was done which confirmed a pericardial tamponade. A pericardiocentesis was performed and the patient stabilized.